Event description:
It was reported that the infusion set was kinked and leaked at the septum. The leakage occurred in the night. The patient suffered from diabetic ketoacidosis with a blood glucose value of 800 mg/dl. The patient was brought to the hospital by the paramedics. He was hospitalized for 12 hours and treated with insulin.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.